Manufacturer narrative:
If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) was removed and replaced from the patient's left (os) eye during the same procedure. Vitrectomy was preformed and the replacement lens is a non-johnson and johnson lens. Reportedly, the patient is doing fine post-surgery. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 12/11/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint product was received on december 11, 2020 at jjsv, anasco. It was returned in its original packaging. Upon evaluation of the sample, plunger was not advanced position. All the components look correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Traces of lubricating material can be observed in the device. The lens was stuck at the lens storage zone. There was no clear information provided related to the reported issue. Therefore, there is no issue to verified. Based in the sample evaluation product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, one additional complaint was received from this production order. However, it was not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.